Event description:
It was reported the patient discontinued using the system a year ago due to experiencing over-stimulation. The patient also stated having suffered an accident, and since then, the right lead appears to have migrated and the patient experiences swelling around the lead 2-3 times a week. The patient wants a system revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.